Manufacturer narrative:
(B)(4): dtbb1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient is feeling their stomach jump while lying on their left side. It was found that the left ventricular (lv) lead was causing diaphragmatic stimulation. The lead was reprogrammed and remains in use. The patient is enrolled in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.